Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported seeing a patient who was injected by another healthcare professional in the cheeks with 1 syringe of juvéderm voluma® xc and experienced ¿an inflammatory response¿ in the left cheek about a week after injection. Patient was prescribed doxycycline and prednisone by the treating physician. It is unknown if symptoms have resolved as patient has not followed up with the physician.